Event description:
After 1/2 hr of uneventful use, ventilator light came on, led display read "ventilator failure" and despite remaining in vent mode, reverted to manual/spontaneous mode. Hand ventilation without difficulty and no change in delivery of anesthesia. Pt never at risk. This is the second ventilator motor failure in less than 60 days involving a fabius gs machine.